Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting fluctuations in rv coil impedance which was resulting in triggering rv coil impedance alerts for high rv coil impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.